Event description:
It was reported that a patient programmer displayed code 1098, which indicates oor (out of regulation). No patient complications have been reported as a result of this event. Additional information stated that a change in impedances or the battery level triggered the warning. A follow up appointment to check on the patient and ipg information was performed. The event was not resolved. The hcp will discuss options with the patient. It was reported that abnormal impedances were observed. The patient was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.